Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Device (B)(4) relates to (B)(4) for the reported event of bend in j-tube. Device (B)(4) relates to (B)(4) for the reported event of occlusion in j-tube. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an 80cm two port through the peg jejunal tube (j-tube) was being used for the purpose of administering medication for advanced stage parkinson's disease (procedure date is unknown). According to the complainant, the jejunal tube bent, in the stomach, causing occlusion. There was a loss of the protective plastic end. A new 80cm two port through the peg jejunal tube (j-tube) was placed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.